Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively, the device balloon did not inflate and hold the seal around 10 mm camera during initial dissection inflation. Another device was opened to complete the procedure. No patient injury has been noted.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted; the trocar balloons, dissector balloons and lock collars appeared intact. The obturators were not received. The inflation syringes and insufflation bulbs were not received. Pmv performed functional testing which noted that the trocar balloons and dissector balloons were inflated, no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.